Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below knee artery. A 2.5mmx20mmx143cm nc quantum apex was advanced for dilatation. During first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 17mm from the tip and is approximately 9mm long. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below knee artery. A 2.5mmx20mmx143cm nc quantum apex was advanced for dilatation. During first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.